Event description:
During stopper removal, tube broke off at the top forming a u-shape break which cut the tech's finger. Specimens tested negative for hiv and hepatitis. No medical intervention; no stitches required.